Manufacturer narrative:
Concomitant medical products: dvbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high / undefined pacing impedance, high sensing integrity counter (sic) and oversensing noise. A lead fracture is suspected. Diagnostic testing and troubleshooting was performed. Reprogramming was attempted but the noise was still present and the lead was capped and replaced. No patient complications have been reported as a result of this event.